Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), dizziness and/or headache and hypersensitivity. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/25/2025. The device was returned to the manufacturer¿s product investigation for investigation. During the evaluation patient's complaint per legal regarding uno litigation, per legal ¿ dizziness and/or headache; hypersensitivity; asthma (new or worsening). No other peripherals or accessories were returned with the device. Pil was not able to get care orchestrator information from device. Secondary findings: 0 errors logged. Modem accessory door panel and sd (secure digital) card door panel were missing. Dust-like contamination and hairs/fibers at the air output port and at the air inlet. Bluetooth trace antenna on the pca (printed circuit assembly) was discolored and had potential corrosion on it. Bottom enclosure and rear panel had unknown residue on them. Bottom enclosure had dust-like contamination and hairs/fibers in it. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination on the top of the blower motor and inside of it. Section g3 and h6 have been updated in this follow up report.